Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer called tandem's technical support for assistance with changing the pump settings for the basal rate at 5:30 am. Reportedly, the customer experienced an elevated blood glucose (bg) level of 295 mg/dl around 5:30 am. A correction bolus was delivered to address bg levels. Tandem technical support assisted the customer on successfully adjusting the settings. Customer confirmed healthcare provider would be consulted regarding the adjustment to the pump settings.